Manufacturer narrative:
H10: the customer called in to report that the unit displayed a low priority alarm and the pressure was at 0. A philips authorized service provider (asp) went onsite and replaced the flow sensor assembly and data acquisition (da) printed circuit board assembly (pcba) but this did not resolve the issue. The philips asp then replaced the gas delivery system (gds) and confirmed this had resolved the issue. The philips asp replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there the unit displayed a low priority alarm and the pressure was at 0. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is currently pending. Investigation is ongoing.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The da pcba was tested, and the failure was unconfirmed. Pil found that this da pcba device pressure accuracy testing passed. This da pcba was verified to be functional with no error. D4 updated.